Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: was additional dissection required to remove the broken piece from the patient? Yes, because during implantation device it was broken and surgery had to dissect for remove the broken piece from the patient. Was additional dissection required to place the new drain? No additional. It was in the same time when the broken piece was removed from the patient and was implanted a new one. But new device was used from another manufacturer. Received one piece of drain; the fluted part. The ends of the piece look indented, the drain may have been damaged during use.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: clarify the event, what is meant by' drainages break off '-did the drain break into two pieces? - the product breaks and not drains the wound (it means (B)(6) 2018 when the surgeon tried to remove this product after several days from the procedure he detected that device didn't pump out liquid from the patient. Surgeon tried to remove product but it breaks and one part was inside patient's body and other part outside. Broken part was removed and it was installed other product made in (B)(4). Date or first procedure will be reported later when the drain break? During insertion or during use on the patient? - during use on the patient. When the surgeon tried to remove the product. Did the drainage system work as expected after its first activation? When was it noticed that the wound would not drain? After several days after procedure on (B)(6) 2018. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Was the drain removed from the patient and replaced with a new drain to complete the case? Yes. Replacement on new product made in (B)(4). If yes, was the patient moved to the operating room to replace the drain. How was the case completed? Successfully. How was the broken drain piece removed? - on (B)(6) 2018 when the surgeon tried to remove this product after several days from the procedure he detected that device didn't pump out liquid from the patient. Surgeon tried to remove product but it breaks and one part was inside patient's body and other part outside. Broken part was removed and it was installed other product made in (B)(4). Did it require an additional incision or surgical procedure to remove it? - surgeon removed it once, additional procedure was not required. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required to remove the broken piece from the patient? Was additional dissection required to place the new drain?

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and a drain was placed. Following the procedure on (B)(6) 2018, when the surgeon tried to remove the drain after several days from the procedure, the surgeon detected that device didn't pump out liquid from the patient. The surgeon tried to remove product but it broke and one part was inside patient's body and other part outside. The broken part was removed successfully and no additional procedure was required. Another drain was placed. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020.